Event description:
Reporter alleged the blood glucose monitoring device was reading high and went to the doctor. Reporter stated meter read 208, 177, 160, & 149 mg/dl while a different meter read 95 mg/dl. Reporter indicated doctor's meter read 91 mg/dl however no treatment was received. It was reported no controls were used. A request was made for the return of the suspect device and replacement product was sent.